Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported upon removal a tampon fell apart and pieces remained inside. She manually removed the tampon pieces, but was concerned pieces remained so she went to her doctor. She has not experienced any unusual symptoms.